Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that there lower rate is set to 50 but the other night they checked their heart rate and it was at 33. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.